Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "the pump screen turned white and the pump stopped pumping" was confirmed by the field service engineer. The field service engineer reseated the cables and the pump functioned to specifications. The root cause of how the cables became loose is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. Teleflex will continue to monitor for any developing trends.

Event description:
It was reported via a field service report# (B)(4). The pump screen turned white and the pump stopped pumping during use on a patient. The symptom was reproduced when the pump was jolted. As a result, the unused fos board power connections were secured as well as other connections. The pump then came back on and they were able to resume counter pulsation. No patient issues were encountered.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report# (B)(4) the pump screen turned white and the pump stopped pumping during use on a patient. The symptom was reproduced when the pump was jolted. As a result, the unused fos board power connections were secured as well as other connections. The pump then came back on and they were able to resume counter pulsation. No patient issues were encountered.